Event description:
Meter code button was not operating. The patient contacted a medical professional for advice. No treatment reported. No symptoms of high or low blood glucose to re-test. The customer care representative performed troubleshooting and the issue was not resolved. The meter was replaced with return expected.